Event description:
It was reported by service report that the cot will not lock into the fastener due to the rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.